Manufacturer narrative:
Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
The physician intended to use an endeavor resolute coronary drug eluting stent to treat a lesion. The lesion was pre-dilated. No abnormalities were noted in relation to the anatomy of the lesion. It was reported that during procedure, it was not possible to pass the device through the lesion site. When stent was withdrawn to pre-dilate the lesion, the physician noted that the stent was deformed in the proximal border. The procedure was completed using another endeavour resolute drug eluting stent of the same size. It was reported that there was no injury to the patient.